Manufacturer narrative:
Upon investigation of the actual device used in this incident the issue could not be replicated. The drawer was tested multiple times with no errors being detected. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow the users to remove propofol. The customer added that the device recorded the removal, but the user was not able to remove the medication, creating a discrepancy in the system. No other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrected information: a1, b5, d1, d4, d5, e3, g1. The following fields have been updated with additional information: h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 12-dec-2021 to 12- dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was failed to open. A field service engineer opened and closed the drawer several times and they were unable to replicate the reported issue. The system functioned as intended after the field service engineer inspected the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system did not allow the users to remove propofol. The customer added that the device recorded the removal, but the user was not able to remove the medication, creating a discrepancy in the system. No other information was released regarding this event. There were no adverse events or injuries reported based on this incident.